Event description:
The customer reported that the power plug was damaged and the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was replaced during the service call. The system was tested and found to be working as intended and put back into service.